Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The lv lead was noted having suboptimal position and was removed. A new lead was unable to be implanted due complicated patient anatomy. The patient was in stable condition following the procedure. There were no performance issues with the reported lead.